Manufacturer narrative:
Integra has completed their internal investigation on 09/14/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: complaint not confirmed - no issues observed. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. The standard rocker arm is loose but this would not have caused slippage; unit needs heli-coils added to large starburst threads; general maintenance and cleaning was required. This device was manufactured on june 30th of 2011 and a review of dhrs containing lot code 114 showed that the following lots passed the required inspection points without mrrs or variances. There is no service history for this device. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2011 with no prior service history.

Manufacturer narrative:
To date, the mayfield infinity skull clamp involved in the reported incident has not been received for evaluation. The mayfield adult disposable skull pins are not available to be returned for evaluation as per customer. An investigation has been initiated based upon the reported information.

Event description:
The customer stated there was a slip while the unit was attached to the (B)(6) male patient causing a laceration. The surgery was not performed with a stereotaxy device. Mayfield adult disposable skull pins (product ID a1072, lot number unknown) were used. The patient was initially in a supine position during intubation for a resection of c5 cervical spine tumor, posterior segmental fixation/fusion c3-6. The patient was then placed in the mayfield skull clamp by the surgeon. The device was locked to 60 lbs. Of pressure. When the patient was turned to the prone position, the pin slipped causing laceration to the forehead. The length of time the product was in use before the event occurred was 5 minutes. The laceration was 1-1.5 inches. Patient outcome was reported as the patient was sent to the unit and then discharged home postop.